Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: rinato, sion blue; guide cath: launcher 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified mid left anterior descending artery, a 2.5x20 rx voyager dilatation catheter was advanced with some resistance and pre-dilatation was performed at 8 atmospheres for 15 second. The dilatation catheter was advanced to the target lesion and the balloon was inflated again; however, the balloon ruptured at 8 atmospheres. The catheter was withdrawn from the anatomy without resistance and exchanged for a 2.5x12 rx voyager dilatation catheter. Pre-dilatation was completed at 10 atmospheres and a 3.0x30 non-abbott stent was deployed at the target lesion. Post-dilatation was performed using a 3.0x12 nc trek balloon and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.